Event description:
Report received of a tubing break. The customer reported that the pt was admitted to the ER at 425pm with hyperglycemia. At 533 pm, normal saline was started at 200ml/hr. A humulin insulin infusion was also initiated at that time, with a concentration of 50 units/500 ml bag, at a rate of 50 ml/hr. The insulin tubing set was attached to the distal clave of the normal saline tubing set. It was reported that the pt's blood sugar at that time was 417 mg/dl. At 635pm, a second blood sugar was taken, and was reported to be 295mg/dl. At 730pm, the pt noticed that the bed felt wet. The rn assessed the tubing and noted that the distal tip of the insulin tubing set was broken off into the clave of the normal saline tubing set. It was reported that "clear fluid" was leaking out. There was no bleed back. A blood sugar was taken at that time and was reported to be 170mg/dl. Both tubing sets were replaced. The rate of the insulin drip was decreased to 20ml/hr and d5ns with 20meq of kcl was started at 150ml/hr. There were no further incidents. The blood sugars remained stable with titration of insulin throughout the night. The next day, the insulin infusion was discontinued at an unspecified time for blood sugars in the 80's, and "pt was put back on subcutaneous insulin." Though requested, no further info was received.